Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that insulin was "going back down cartridge tubing" during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 400 mg/dl.